Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy with endobronchial ultrasound guided biopsy, after 8-10 biopsies were obtained, when withdrawing the needle back into the sheath a portion of the distal tip from inside the sleeve came apart and was left inside the patient. The piece was retrieved with forceps and the procedure was completed. The patient did not have any complications related to the event.